Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the insulin pump had multiple no delivery alarms. The caller also reported that the customer recently had a blood glucose level over 400 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 35 mg/dl, due to the customer delivering too much insulin, which was treated with food. The caller was able to get insulin to exit the tubing during troubleshooting and was advised to perform a set change. The insulin pump was not replaced or returned for analysis.